Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e2. Additional information: contact person full name: (B)(6). A getinge field service engineer (fse) evaluated the unit and was not able to reproduce the audio alarm. With reviewing to logs the fse found fault code 118 had occurred 215 times. The fse replaced the power management pcb and functional tested without and further faults or failures. The failure analysis and testing dept. Received part power management, rohs, with a reported unit failure of making a screeching sound when turned off. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part power management, rohs into the cardiosave and tested the board to factory specifications and the cardiosave service manual part. The fat dept. Could not replicate the failure. When the cardiosave is turned off, there is an audible alarm, to inform the operator that the cardiosave is shutting down. This is normal operation. The board passed testing. Sending the board to the supplier. Testing dept. Failure analysis received from the supplier for the part. They stated: 1. Performed visual check result: no abnormality found 2. Board was re-tested at fct. Result: failed step 4.12.2.1 voltage loop verification slot2 3. Perform troubleshooting on the board - found r59 damaged. Probable root cause for this part is not directly stated but it is due to the r59 component.. Retaining the part in the failure analysis and testing department. The most probable root cause for the reported per the dmfea is failure of pmb due to damaged component.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d4(unique identifier (UDI) #), h6 (medical device ¿ problem code, investigation findings, component codes, investigation conclusions).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) making a screeching sound when turned off. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.